Event description:
The customer stated that her glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of 150 and 151 mg/dl. The normal control range was 72-104 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.